Manufacturer narrative:
Button sticking occurs in rare instances where the device is used in procedures where there is a lot of blood exposure over a long period to time. Design modifications are being employed to overcome the failure mode in this type of operational environment.

Event description:
Customer states the doctor was using plumepen and when he released the button and plumepen stayed on. Because of this pt had unintentional tissue damage, but without long term harm. Lot is new rev. G lot # 130601028. Due to this issue the product is being returned, and will no longer be used.